Event description:
A malfunction code was reported to have occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, but the malfunction recurred. Consequently, the pump was confirmed to be under warranty, and a replacement was scheduled. Meanwhile, the customer was advised to use multiple daily injections as a backup therapy. Technical support also provided instructions for putting the pump into storage mode and arranged for the return of the problematic pump using a pre-paid shipping label. The caller understood and acknowledged the instructions given.